Event description:
It was reported that the arctic sun device would not cool. It was determined the device had a failed mixing pump. They would replace the mixing pump in house, parts and price provided. Per follow up information received via phone on (B)(6) 2024, it was reported that spoke with biomed, who confirmed replacement of the mixing pump in house. No further issues and device was back in service.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool. It was determined the device had a failed mixing pump. They would replace the mixing pump in house, parts and price provided.